Event description:
A negative vacuum was drawn on the iab. During sheathed insertion, the iab began to unwrap, the iab was exchanged. There were no reported patient complications. See 1219856-2005-00128 for next event involving same patient.

Event description:
It was reported that a negative vacuum was drawn on the iab. During sheathed insertion, the iab began to unwrap. The iab was exchanged . There was no reported patient complications. See 1219856-2005-00128 for next event involving same patient.